Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The customer's blood glucose level at the time of the incident was 14.2 mmol/l. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Pump passed sleep current measurement, active current measurement, self test and displacement test. No blank display noted during testing. Unit functioning properly.